Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation") and device dislocation ("migration") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included migraine, vision abnormal, diabetes in pregnancy, anemia and appendectomy. Concurrent conditions included paratubal cyst. On (B)(6) 2011, the patient had essure inserted. In 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("severe pelvic pain/pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding ( menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (underwent laparoscopic bilateral salpingectomy, to remove essure) . Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, menorrhagia and vaginal haemorrhage outcome was unknown and the pelvic pain was resolving. The reporter considered device dislocation, fallopian tube perforation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: laparoscopic bilateral salpingectomy to remove essure coils on (B)(6) 2017 concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as fallopian tube perforation most recent follow-up information incorporated above includes: on 29-may-2018: plaintiff fact sheet and medical records received: case medically confirmed. Reporters details added. Patient demography added. Product indication, insertion and removal date updated. Event added as she did not undergo essure confirmation test, abnormal bleeding (vaginal, menorrhagia). Event outcome for pelvic pain updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation(fallopian tubes)") and device dislocation ("migration / migration of essure device location of device: out of the right fallopian tube") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included migraine, vision abnormal, diabetes in pregnancy, anemia and appendectomy. Concurrent conditions included paratubal cyst. Concomitant products included nsaid's from 2011 to 2017 and paracetamol (acetaminophen) from 2011 to 2017. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding ( menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("severe pelvic pain/pain"). In (B)(6) 2016, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2016, 5 years 7 months after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent laparoscopic bilateral salpingectomy, to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, menorrhagia, vaginal haemorrhage, anxiety, depression and dysmenorrhoea outcome was unknown and the pelvic pain had resolved. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, fallopian tube perforation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: laparoscopic bilateral salpingectomy to remove essure coils on (B)(6) 2017. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as fallopian tube perforation . Most recent follow-up information incorporated above includes: on 6-sep-2018: plaintiff fact sheet was received events added from pfs- mental anguish, depression,dysmenorrhea (cramping) and migration of essure device location of device: out of the right fallopian tube clubbed to previous events.& events onset date and event pelvic pain outcome were updated. Concomitant drug were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation(fallopian tubes) and device dislocation ('migration / migration of essure device location of device: out of the right fallopian tube') in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included migraine, vision abnormal, diabetes in pregnancy, anemia and appendectomy. Concurrent conditions included paratubal cyst and appendicitis. Concomitant products included acetylsalicylic acid (midol), ibuprofen, medroxyprogesterone acetate (depo provera), nsaids from 2011 to 2017 and paracetamol (acetaminophen) from 2011 to 2017. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain ("severe pelvic pain/pain"). On (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding ( menorrhagia),") and vaginal hemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent laparoscopic bilateral salpingectomy and underwent laparoscopic bilateral salpingectomy, to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, anxiety, depression and dysmenorrhoea outcome was unknown and the pelvic pain, menorrhagia and vaginal hemorrhage had resolved. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, fallopian tube perforation, menorrhagia, pelvic pain and vaginal hemorrhage to be related to essure. The reporter commented: laparoscopic bilateral salpingectomy to remove essure coils on (B)(6) 2017. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation(fallopian tubes)') and device dislocation ('migration / migration of essure device location of device: out of the right fallopian tube') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included migraine, vision abnormal, diabetes in pregnancy, anemia and appendectomy. Concurrent conditions included paratubal cyst and appendicitis. Concomitant products included acetylsalicylic acid (midol), ibuprofen, medroxyprogesterone acetate (depo provera), nsaids from 2011 to 2017 and paracetamol (acetaminophen) from 2011 to 2017. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain ("severe pelvic pain/pain"). On (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding ( menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent laparoscopic bilateral salpingectomy and underwent laparoscopic bilateral salpingectomy, to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, anxiety, depression and dysmenorrhoea outcome was unknown and the pelvic pain, menorrhagia and vaginal haemorrhage had resolved. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, fallopian tube perforation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: laparoscopic bilateral salpingectomy to remove essure coils on (B)(6) 2017. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as fallopian tube perforation. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome for pain and abnormal bleeding added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation("perforation by the essure device") and device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("severe pelvic pain"). The patient was treated with surgery (underwent laparoscopic bilateral salpingectomy) and surgery (underwent laparoscopic bilateral salpingectomy). Essure was removed. At the time of the report, the fallopian tube perforation, device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation, fallopian tube perforation and pelvic pain to be related to essure.company causality comment incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.